Event description:
Caller reported a malfunction on the pump after it was exposed to cold temperatures. There was no adverse impact to the customer's blood glucose level. Technical support provided the necessary pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur, and the customer was advised they could continue using the pump.